Event description:
The patient/rn was injected in the cheeks and chin with radiesse dermal filler and developed major facial swelling and itchiness two days post-injection. Her eyes became swollen shut.

Manufacturer narrative:
The patient began to swell and itch two days post-injection. She used otc benadryl for treatment the following day, but nothing on the third day. Her swelling dramatically increased and she was treated with IV-benadryl, decadron and a medrol dose pack by her supervising physician at the surgery center. Later follow-up with the patient reported her symptoms had resolved. A review of the device history records indicates that the reported lot #1014632 met all specifications prior to release.